Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 24.4cm was returned for analysis. External insulation abrasion was noted at 12.9-13.5cm, 17.2-17.7cm, and 18.8-19.3cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations. (B)(6).